Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 600 mg/dl. The customer was throwing up at the time of the call. They were advised to get their blood glucose treated. The call was disconnected. No further details were given. The device will not be returned for analysis.